Event description:
It was reported that a patient never had therapeutic effect. It was stated that the patient was unhappy with the therapy and it had never worked and was not currently working for her. It was stated that the patient felt she was ¿worse off than before the implant¿. It was reported that the patient had acute pain. It was reported that the patient felt stimulation in her legs but the patient stated she needed stimulation in her back, but that multiple programming sessions had not resulted in getting back stimulation. It was noted that the patient stated she had a lot of pain at the trial lead site and stated her healthcare professional ¿hardly used anesthetic medication on her¿. It was stated that the patient¿s trial was ¿good¿ and reported that she had 50% reduction in pain. It was noted that the patient reported having scoliosis. It was also reported that the patient had a major heart attack, though it was not reported when the event had occurred. Additional information received reported the patient had the implantable neurostimulator (ins) placed and it ¿turned out to be a disaster.¿ the reporter stated the patient had pain in their legs because they had children and many operations; however, this was the worst they had ever had. It was noted the symptoms had been occurring since implant. The reporter stated they had a really bad heart attack and they don¿t remember. It was noted that the patient¿s healthcare professional ordered an x-ray. It was further noted that an x-ray was done (B)(6) 2013 and they compared it to an x-ray from (B)(6) 2013. The reporter stated that the lead was in the wrong place. Additional information received reported that the patient had stimulation in the wrong location and that the device was reprogrammed as a result. It was stated that diagnostics/troubleshooting would be performed in the future. It was reported that the patient had been reprogrammed ¿a few times¿ since implant. It was stated that the patient had pain because she was unable to achieve stimulation in the back and legs. It was reported that the patient suspected the leads have moved. Additional information received reported that the patient ¿still had other health issues¿ that required follow up before being cleared for a surgery. It was stated that ¿it may be until feb¿ before any action was taken. It was stated that the manufacturer¿s representative would follow up when more information became available.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).